Manufacturer narrative:
A data review was conducted against the device and there was no indication of a device malfunction.

Event description:
Patient reported redness and fever. They performed a puncture due to suspected hematoma but it was not. Swelling and drainage from area was observed from swollen area. Two spots found on the left armpit center (diameter 2 cm), these were removed and followed up by a doctor. Patient is recovering.